Event description:
The patient's neurologist has reported that high impedance was detected on the vns device at a follow-up appointment. The patient underwent an x-ray exam; however, no evident break of the lead was observed. The neurosurgeon has suggested just replacing the generator instead of a full revision, since they believe high impedance is a problem of the device. The neurologist does not agree with the neurosurgeon's assessment, and they believe that the high impedance is due to a lead malfunction. No other relevant information has been received to date. Additionally, no known surgical intervention has occurred to date.